Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's ocular sinister (os), left eye. Account indicated that on (B)(6) 2020 the patient had a pars plana vitrectomy to remove floaters from os. Patient did not have a history of floaters and the floaters appeared after iol implantation. It was also reported that the left eye iol had become displaced. No further information is available.

Manufacturer narrative:
Patient weight: unknown as information was asked but not provided. Date explanted: not applicable as the iol remains implanted in the ocular sinister (left eye). It was indicated that the iol is not being returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.